Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2021-(B)(6). It was reported that the pump had been replaced on 2021-(B)(6) because the motor had stalled. Additional information was received from a foreign healthcare provider via a company representative on 2021-(B)(6). The motor stall had not recovered. The cause of the stall was not determined. It was further indicated that the pump was had been replaced in another center and unfortunately it had been discarded. Additional information was received from a foreign healthcare provider via a company representative on 2021(B)(6). The motor stall was observed on the day of a refill visit on 2021-(B)(6), but the nurse didn¿t remember when the motor had stalled. At the refill visit the patient had indicated that their pain symptoms had increased for some days, but the patient had decided to wait for the refill visit and didn¿t call the nurse or the physician before. It was further reported that the patient was deceased; the date of death was 2021-(B)(6). The patient had several treatments to manage her pain for many years. The root cause of the patient¿s death was not determined. The pump was not specifically incriminated. The healthcare provider had no further information to share about the case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Year of implant (2017) only is known. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that at a refill visit 13 ml of drug was removed instead of 4 ml. It was noted that the patient had cancer pain and their disease symptoms were currently increasing and therefore it was difficult to identify if the patient had any symptoms return due to a drug withdrawal. It was indicated that there were no applicable environmental/external/patient factors that may have led or contributed to the event. No diagnostics/troubleshooting were performed yet, and no actions/interventions were taken yet either. It was unknown if surgical intervention would be planned. At the time of the report, the issue was not resolved, and the patient was alive without injury.